Event description:
Information was received from a user facility (uf) via manufacturer representative regarding a spinal product used in spinal fusion therapy. It was reported that the device is not tightening well. There was no patient involved in the event and no further complications or symptoms were reported. Additional information was received via manufacturer representative that the reported product was already used before.

Manufacturer narrative:
E: first name and last name of initial reporter is unknown. H3: product analysis of part# 9561524, lot# my09b001 visual inspection did not reveal any damage to the flex arm. Functional inspection confirmed the big knuckle will no longer tighten. The handle screw will no longer thread in or out. The handle screw appears to be worn form repeated use. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.